Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with thick flap in the left eye during lasik procedure. Surgeon observed small cobblestone pattern appeared near the center, slightly inferior and recognized this was near vertical gas breakthrough. Clinical application specialist advised the surgeon on thinness of this area but insisted on attempting a flap lift and only postponing if unable to complete the lift. With some additional effort at lifting the flap from the outer edges of the affected area, the surgeon was able to fully lift the flap without any use of extra blades. The bed quality was normal and the treatment was completed successfully.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows eleven successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. A root cause for the customer¿s reported event could not be determined conclusively. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).